Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound closure, the devices broke, wherein three (3) of same suture were opened to discover needles were separated from suture material in packaging before being removed. No patient injury.